Event description:
The customer reported via phone call that they had excessive no delivery alarms despite changing the infusion set. Customer stated they attempted to deliver a bolus, but a no delivery alarm occurred. The customer's blood glucose was 120 mg/dl at the time of incident. Customer's current blood glucose was 300 mg/dl. Customer stated their legs were hurting and there was pain at the site. Troubleshooting did not find any leaks or air bubbles on the customer's insulin pump. The customer also stated the settings on the insulin pump was correct. It was also found the insulin pump passed a high pressure test. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.